Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, after implant, that it felt like someone was taking a knee to their back and they can see their side jump. The patient noted they have been in twice for programming. The patient later reported that when they stand up they get dizzy. The patient again noted being in the clinic for programming. The device remains in use. No further patient complications have been reported as a result of this event.